Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, physician confirmed, side-unspecified "basal cell carcinoma" with surgical treatment. Follow-up reveals that "basal cell carcinoma" is not device related due to sun exposure and previous history of cancer. Patient reported left side "rupture". Device remains implanted.

Event description:
Un-reporting medwatch because atv accident caused rupture.